Event description:
It was reported the right ventricular (rv) lead exhibited rising and high thresholds. Intermittent loss of capture was also noted on telemetry. The rv lead was repositioned to the septum and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).